Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: the pump powered on with vibration, but no audible alarm. The pump was opened and a cracked solder on the piezo was observed. A test pump cover was used and the audible alarm was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a no sound issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.